Event description:
A trilogy202 ventilator, korea was returned to the manufacturer for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy202 device at the manufacturer's service center, the customer's complaint was confirmed. A "service required" error code was found in the ventilator's downloaded event log. The technician recommended replacing the device's oxygen blender circuit board to address the issue. Additionally, the device's motor blower assembly will need to be replaced because of a noise observed during operation. The device's lcd replacement is required due to lcd intermittent operation observed. The device's handle, enclosure seal, obm housing, and obm filter duct need replaced due to physically damaged. The 43-micron filter is dirty and needs replaced. The pollen filter and ac cord clamp are missing and need to be replaced. The repair is contingent upon customer approval of the quote. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.